Event description:
The customer stated that he has been experiencing high blood glucose levels and no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Days later, the customer called back to report that he was hospitalized with a low blood glucose of 26 mg/dl. The customer stated that he woke up feeling lethargic that morning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.